Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined.

Event description:
It was reported the patient visited the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include a presence of ketones and vomiting. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. The patient consulted the doctor and was referred to the ER. Before leaving for the ER, a new pod was activated. The patient received 156 mg/dl upon admission to the ER and was treated with a fluid bolus. The patient was placed on observation for 4 hours.

Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.